Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspection was performed on the returned device. The reported inflation issue and leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left superficial femoral artery and popliteal. The 5.0x100mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion without resistance; however, the device was pressurized and would not reach nominal inflation. The device would not hold pressure and the balloon partially inflated, and it was noted that there was a leak at the hub. The device was removed from the patient without issue, and an armada 35 pta catheter was used to successfully complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.